Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a female patient of unknown age and ethnicity. The patient was taking an unspecified medication via humapen savvio (gray) pen for the treatment of an unknown indication. On an unreported date, the humapen savvio pen (gray) which was noted to be used only two times was not working properly. The piston did not go all the way down and got stuck at 10 to 12 units. (Product complaint (B)(4) /lot number 2001s01). She changed the needle before every injection and tried to unjam the pen using a new needle but it did not work. The operator of the device and if trained was unknown. The duration of use for the device model was unknown and suspect device model use was unknown. The humapen savvio (gray) associated with product complaint (B)(4) was returned to the manufacturer on 20aug2021. Update 20oct2021: additional information was received from the global product complaint database on 18oct2021 for the (B)(4). As a device specific safety summary was not provided by gps, the malfunction and malfunction type were not updated to no at this time. No new information provided. Update 03nov2021: additional information was received from the global product complaint database on 29oct2021. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction type to not cirm , and added date of manufacturer for the suspect humapen savvio (gray) lot number 2001s01 associated with product complaint (B)(4) which was returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 03nov2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a pharmacist reported on behalf of a female patient that the patient's humapen savvio device had been used only two times was not working properly. The piston (injection screw) did not go all the way down and got stuck at 10 to 12 units. She changed the needle before every injection and tried to unjam the pen using a new needle, but it did not work. No adverse event was reported. Initial screening of the device associated the case with the reportable malfunction "bulkhead failure." Investigation of the returned device (batch 2001s01, january 2020) determined that this case was not associated with this reportable malfunction. The bulkhead subassembly was intact and undamaged. The investigation found the device was inoperable due to a glue bond failure between the dial nut housing and the bulkhead. Therefore, the non-reportable malfunction of glue bond failure was confirmed. A comprehensive investigation including batch record review, retention sample review, and a complaint history review did not identify any deviations/events related to the glue bond failure. A manufacturing investigation determined that the glue bond failure most likely was caused during the assembly process by a misalignment of the dial nut housing at the barrel press station that led to the weakened glue bond on the complaint device. The barrel press station itself was found to be within specifications. The investigation concludes that this type of glue bond failure is an isolated event and no corrective action regarding the manufacturing process or device design is warranted at this time. The contract manufacturer is retraining certified operators for inspecting and identifying the witness marks on the dial nut housing as a preventive measure. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company with a product complaint, concerns a female patient of unknown age and ethnicity. The patient was taking an unspecified medication via humapen savvio (gray) pen for the treatment of an unknown indication. On an unreported date, the humapen savvio pen (gray) which was noted to be used only two times was not working properly. The piston did not go all the way down and got stuck at 10 to 12 units. ((B)(4) /lot number 2001s01). She changed the needle before every injection and tried to unjam the pen using a new needle but it did not work. The operator of the device and if trained was unknown. The duration of use for the device model was unknown and suspect device model use was unknown. The device was returned on 20aug2021.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary..